Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Notification: clinical adverse event received for mild bone reabsorption in the medial tibia, no loosening to date & polywear with early osteolysis of the medial tibia. Event is serious and is considered moderate event is possibly related to device and is definitely not related to procedure. Date of implantation: (B)(6) 2004, date of event (onset): (B)(6) 2016, (right knee). Treatment: (B)(6) 2016 right knee revision to address poly wear, which had resulted in osteolysis and global instability - tibial insert revised operative notes: on (B)(6) 2016, the patient had a revision of the right total knee arthroplasty to address failed right total knee arthroplasty secondary to polyethylene wear with polyethylene synovitis and osteolytic defect medical aspect of the tibial component. Prior to surgery the patient was noted to be experiencing discomfort, increased swelling, and significant instability. The tibial tray, and femoral component were noted to be well fixed and retained. The patella was not revised. Depuy cement was used during this procedure.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the product and lot code was provided, a manufacturing records evaluation (mre) was not performed.